Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off during the night and the customer believed the battery depleted too quickly. The customer blood glucose (bg) level was impacted 329 (mg/dl). A manual injection was delivered to address bg level. During troubleshooting with tandem technical support, review of the pump data confirmed that low power alerts and a low power alarm had occurred and had not been addressed by the user by charging the device. It was also determined that the pump battery was depleting as expected. Recommendation was made to the customer to charge pump more frequently.